Event description:
The anchor was placed in the prepared footprint. It was noticed that the tip of the inserter was missing. Orthogonal c-arm views confirmed it was in bone. The scope was used, and the tip could not be retrieved. The retained tip will not compromise the repair or the patient, and thus the morbidity of additional attempted removal was not warranted.